Event description:
Patient reported right side "hardening, enlargement, and pain" and implant exchange of textured breast implant due to the patient¿s concern with the product. Additionally, healthcare professional reported implant exchange of textured breast implant due to the patient¿s concern with the product. Healthcare professional reported "hardening with pain" and an exchange from a textured to a smooth breast implant due to the patient¿s concern with the product and "possible infection." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, necrosis, and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern for textured implant device.